Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent had moved distally on the balloon. Damage was noted across the entire stent. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 05-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After pre-dilation with an emerge balloon catheter, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and movement on balloon. It was further reported that the stent was stuck in the lesion and when the physician pulled the stent, the stent moved on balloon.